Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen (575 mcg/ml at an unknown dose) via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2018 it was reported that the patient and their family had heard the pump beeping for approximately 1 month. Telemetry confirmed a critical alarm occurred. The pump alarmed due to low battery reset occurred, reset occurred, and safe state occurred. The pump logs were checked and showed multiple reset, low battery reset, and safe state logs with today¿s date. No patient symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative. The doctor requested the pump off passcode, so they can permanently turn the pump off to stop the pump from alarming. The password was provided.